Event description:
Boston scientific received information that the patient with this device reported hearing tones. The patient was seen in clinic for follow up where it was noted to be in safety mode. The device also displayed an error code that indicated an issue with device memory. The patient was seen for a device change out procedure where the device was explanted and replaced. There were no adverse patient effects reported. A request for the return of the device has been made.

Manufacturer narrative:
(B)(4) as of today, the device has not yet been returned for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory noted the battery status was beginning of life (bol) with a monitoring voltage of 3.09 volts. Additionally, the device had reverted to safety mode operation after three faults were recorded indicating that memory reads were occurring out of unexpected locations within device memory. The device case was opened to facilitate examination of the internal components. Rigorous testing was undertaken and, ultimately, the root cause of the faults was determined to be an open condition within an internal electrical component.

Event description:
The device has been returned for analysis.